Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgery was extended by 1 hour after the instrument stopped working.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The visual inspection of the returned devices, show that the threads between the guide and nail are cross threaded. The t-handle and the wrench are stuck together. A complaint history on the primary part shows no prior complaints for this part. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgery was extended by one hour after the nail and the guide became cross threaded.